Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Explant date: a month ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 19636553.

Event description:
It was reported that the patient experienced discomfort at the ipg site. No device malfunction was suspected. All components were explanted and discarded. No further information has been obtained despite good faith efforts.